Manufacturer narrative:
Patient code and device codes updated after receiving more information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient had their cervical system explanted due to invalid impedances.

Manufacturer narrative:
Date of event: date of event is estimated. Explant date: date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08361. It was reported that the patient had their cervical system explanted in (B)(6) 2017 due to an unknown reason. No other information is available at this time.